Event description:
Customer went to emergency room (ER) due to high blood glucose levels ranging from 378-396 mg/dl and ketones noted as high at 4.4. Cause was not known. A correction bolus via the pump was delivered to initially address bg. At the ER, customer was disconnected from the pump, treated with intravenous fluids of saline, and consumed food to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released the same day with the issue resolved and no permanent damage identified.